Manufacturer narrative:
The user was reported to have experienced a high blood glucose event and sought emergency evaluation. All attempts to obtain additional details, including bg values, insulin delivery status, treatment provided, or circumstances leading to the event, were unsuccessful. No device malfunction has been confirmed, and a follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025 the user¿s mother reported that on (B)(6) 2025 the user experienced hyperglycemia, but a bg value was not provided. No information regarding user actions prior to emergency evaluation was available despite follow-up attempts. The user reportedly went to the emergency room for evaluation, but no information regarding treatment, hospitalization status, discharge date, or discharge condition was provided despite follow-up attempts.